Event description:
Meter was running high. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the device for further evaluation and a replacement was provided.